Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and given appropriate instructions to staff. Review of the system log does not contain any x-ray generator / x-ray tube related malfunction. The system was restarted with the system booting with a message user guidance generator is busy starting up, no x-ray is possible. Appropriate instructions were given to the staff. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was restarted and displayed a message "generator is busy starting up, no x-ray is possible". The system was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.